Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent system was used during a procedure. According to the complainant, "the prosthesis could not be placed because it got damaged during deployment." The issue occurred inside of the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.